Manufacturer narrative:
Product complaint # (B)(4). H1. Type of reportable event has incorrectly been reported as serious injury on mwr-11072018-0000149258. Correct reportable event type is malfunction only. This follow-ups #4 report is also being submitted to capture the missing follow-up #2 in the medwatch follow-up number sequence. If future follow ups are required, those reports will be submitted in sequential numbers following this #4 report. This follow-up 4 report is also being submitted to capture the missing follow-up #2 in the medwatch follow-up number sequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the inserter handle has cracked at the impacting end of handle. Investigation method: investigation methods: was patient affected: no. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. Investigation results: the complaint was received on oct 9, 2017. The product concerned in this complaint is an angled acet insertr; product code: 920010029, lot number: pc34371001. The investigation could not confirm the complaint as no device was returned. Complaints databases searched on product code 920010029 identified similar complaints received previously. The lot number indicates the product was placed into stock on oct 2014. Previous investigations confirmed that a design change was undertaken in september 2010 (eco-321614), to prevent the anti-rotation pin from loading the plastic handle to minimise the risk of further failures occurring (dwg-108012). Dr-000714 was held on 04-april-2013 to discuss the use of radel in instruments due to radel handle breakages. The CAPA review board raised dr-000714 to combine and assess data from instrument systems utilising extruded radel. Dra-001725 was created under dr-000714 to investigate instruments which had the radel component. Dra-007125 was completed on 25-oct-2013 and concluded that the data showed no systematic failure of extruded radel as a material for use in instruments. A hhe (health hazard evaluation) was completed on 30-aug-2013 for the breakages of radel handles (dva-108291-hhe) and routed on eco-438404. The hhe states that users are required to visually inspect instrumentation prior to use, as per the instruction for use (IFU), and that handle damage / breakages can be easily detected by visual examination. In addition biocompatibility testing was conducted (to iso 10993) on radel. The testing indicated that the material will not cause an adverse tissue reaction or cell lysis / toxicity, should a fragment be left in the patient. The committee decision concluded that the risk is medium and that no further action is necessary. The failure of the radel handle either cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. The cracks can take on known shapes and directions either y shaped around the anti-rotation pin, this can lead to a piece of the handle breaking away from the main body of the handle. Circumferential cracking takes place around the handle in the hollow. Longitudinal cracking takes place along the handle. It is known that the surgeon can manage to complete the procedure with this type of damage to the instrument. Continued post market surveillance will be carried out per sep-419 under the post market surveillance plan. / / investigation summary: conclusion and justification status: the complaint states it was reported that the inserter handle has cracked at the impacting end of handle. The investigation could not confirm the complaint as no device was returned. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
Complaint description: it was reported that the inserter handle has cracked at the impacting end of handle. / / investigation method: investigation methods: was patient affected: no. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. Investigation results: the complaint was received on oct 9, 2017. The product concerned in this complaint is an angled acet insertr; product code: 920010029, lot number: pc34371001. The investigation could not confirm the complaint as no device was returned. Complaints databases searched on product code 920010029 identified similar complaints received previously. The lot number indicates the product was placed into stock on oct 2014. Previous investigations confirmed that a design change was undertaken in (B)(6) 2010 (eco-321614), to prevent the anti-rotation pin from loading the plastic handle to minimise the risk of further failures occurring (dwg-108012). Dr-000714 was held on 04-april-2013 to discuss the use of radel in instruments due to radel handle breakages. The CAPA review board raised dr-000714 to combine and assess data from instrument systems utilising extruded radel. Dra-001725 was created under dr-000714 to investigate instruments which had the radel component. Dra-007125 was completed on 25-oct-2013 and concluded that the data showed no systematic failure of extruded radel as a material for use in instruments. A hhe (health hazard evaluation) was completed on 30-aug-2013 for the breakages of radel handles (dva-108291-hhe) and routed on eco-438404. The hhe states that users are required to visually inspect instrumentation prior to use, as per the instruction for use (IFU), and that handle damage / breakages can be easily detected by visual examination. In addition biocompatibility testing was conducted (to iso 10993) on radel. The testing indicated that the material will not cause an adverse tissue reaction or cell lysis / toxicity, should a fragment be left in the patient. The committee decision concluded that the risk is medium and that no further action is necessary. The failure of the radel handle either cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. The cracks can take on known shapes and directions either y shaped around the anti-rotation pin, this can lead to a piece of the handle breaking away from the main body of the handle. Circumferential cracking takes place around the handle in the hollow. Longitudinal cracking takes place along the handle. It is known that the surgeon can manage to complete the procedure with this type of damage to the instrument. Continued post market surveillance will be carried out per sep-419 under the post market surveillance plan. / / investigation summary: conclusion and justification status: the complaint states it was reported that the inserter handle has cracked at the impacting end of handle. The investigation could not confirm the complaint as no device was returned. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis

Manufacturer narrative:
Product complaint # (B)(4). The information on this report should have submitted under follow-up #2, but was erroneously submitted as follow-up #3.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inserter handle has cracked at the impacting end of handle.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.